Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 single use laser fiber was returned in one piece. The piece measured approximately 308 cm from the top of the connector to the tip. Exposed glass portion of the tip measured approximately 2 mm and was consistent with a fracture. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the fiber was not returned. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the connector. It is likely that due to the fracture within the connector that the fiber would fail to fire, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 19, 2019 that an accutrac 200 single use laser fiber was used in a ureterolithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a holmium laser with laser settings of 1.0 energy and 20 frequency. According to the complainant, during preparation, there was no energy coming out from the laser fiber. The procedure was completed with another accutrac 200 single use laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector and tip detached.